Event description:
A critical pump alarm was heard, and confirmed via telemetry. It was indicated that the patient heard his pump alarming, but apparently didn't call clinic. The patient was noted as not having gone into withdrawal, but did experience an increase in spasticity. During pump replacement, the pump was interrogated and it had showed elective replacement indicator (eri) / end of service (eos) occurred on (B)(6) 2011. The patient's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient was seen in the clinic on (B)(6) 2011 for a refill. At that time a message stating the replacement date was (B)(6) 2011 and the next low reservoir alarm would be (B)(6) 2012. The patient did not experience any symptoms. A replacement surgery was scheduled for (B)(6) 2011. The drug being administered via the pump was compounded baclofen.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2004, explanted on: (B)(6) 2011.